Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the right drain port was broken in an arctic sun device. Per review of wo on 31may2024, there was no patient involvement. Per follow up information received via email on 17jun2024, they repaired the device on the customer site. The issue was broken drain port and cooling malfunction. They replaced drain port and mixing pump. Per follow up information received via email on 21jun2024, the cooling malfunction was resolved. The defective part was mixing pump. They replaced it.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the right drain port was broken in an arctic sun device. Per review of wo on 31may2024, there was no patient involvement. Per follow up information received via email on 17jun2024, they repaired the device on the customer site. The issue was broken drain port and cooling malfunction they replaced drain port and mixing pump. Per follow up information received via email on 21jun2024, the cooling malfunction was resolved. The defective part was mixing pump and it was replaced.